Manufacturer narrative:
Additional information: device available for evaluation ¿ yes, returned to manufacturer on 12/21/2016 device returned to manufacturer ¿ yes. Device evaluation: visual inspection was performed at 10x microscope magnification. Fiber/particles were observed on the lens which is related to the handling of the lens in a non-sterile environment. Residues of viscoelastic solution were observed on the lens which indicates that the unit was handled and prepared for surgical use. No product damaged was observed on the lens. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens was creased prior to insertion. It was stated that the issue was not related to usererror. There was no patient contact. No additional information was provided to abbott medical optics.